Event description:
It was reported that the insulin pump had a cracked reservoir compartment, which led to the rubber o-ring from the reservoir compartment to come out. The customer did not know the blood glucose reading. She started that she was unable to secure the reservoir in place due to the damage, and little pieces of plastic would come out every time she screwed and unscrewed the reservoir. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.